Event description:
The customer reported that she was treated by the paramedics due to a blood glucose reading of 48 mg/dl. The customer didn't know why her blood glucose levels went so low as she did eat something prior to the event. The customer also stated that the insulin pump was not recording the boluses correctly in the bolus history. The customer was unable to provide further info. The customer was later called for f/u, and she stated that the insulin pump appears to be functioning properly. Nothing further was reported.

Event description:
It was reported by the affiliate that during an aortocoronary bypass, one clip applied on a collateral branch of the saphena showed a drop-shape and was closed only distally, and thus failed to ligate. Another clip applied on a collateral branch of the mammary vein showed 'scissoring', which again led to failure to ligate. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that actual device complaint was not received for evaluation. Three sterile devices were received. Upon functional testing of the device, the clips were loaded, retained and formed as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.